Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork. (B)(4). Failure (event) observed during analysis. Analysis found insulation abrasion at 16.0 and 31.5cm from the connector. The is-1 proximal and df-1 svc cables were exposed in these areas. The is-1 proximal and df-1 svc cables (etfe) insulations were normal.

Event description:
This report is to advise of an event observed during analysis.